Manufacturer narrative:
Reporter phone number and email were not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of hemoptysis could not be conclusively established through this evaluation. The account indicated that no additional information related to the event will be provided. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2023 when the patient received a routine heart transplant. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 11may2023 the patient wad readmitted for hemoptysis. The patient was discharged on 05jun2023.